Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she almost went to the hospital with high blood glucose before she realized that the cannula was bent. Customer stated that she had multiple issues with bent cannulas with the last 2 boxes and she has had no delivery alarms. Customer's blood glucose was 423 mg/dl. It was found that the customer was inserting in the outside of her upper arm in the fattier area. Customer stated that the issue started occurring when she went away from inserting in the abdomen. Customer moved sites because the sets were not sticking well in the summer heat. Customer was assisted and walked through the insertion process.